Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3093-28, lot# v016079, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported there was a 'warning' power on reset (por) seen three days previous to report. The por had not been cleared as of the date of this report. A 'call your doctor' icon was also reported. No patient symptoms related to the device or therapy were reported. Additional information has been requested, a follow up report will be sent if additional information is received.